Manufacturer narrative:
The device was returned for analysis however, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4)..

Event description:
Office reported the anchor of the xtra-silent nite slide-link sleep appliance broke off. No other information was provided. Based on the device received on 09/19/24, the connector is detached from tray. No date provided when the patient stopped using the device and the event date is unknown.

Manufacturer narrative:
Additional information a2, 3a, 3b, a5, a6, b3, b5, g3, g6, h2. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient received the appliance on (B)(6) 2023. It was reported that the patient noticed that the anchor was broken from one side when she was going to use the appliance for the night on (B)(6) 2024 and discontinued using the device. The patient did not suffer any harm or injury. No information provided on how the appliance was maintained. Per the reported information there are no preexisting medical conditions. No other issues reported.